Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an "inappropriate change solution operation"' also reported as "they did not follow the standardized operation steps." On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (dose, frequency, duration and route not reported) for the event of peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.